Event description:
It was reported that the patient experienced impedance fluctuations in the ventricular lead. The pace/sense portion of the lead was capped but the high voltage coil remains in use. A new pace/sense lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.